Event description:
It was reported that during a breast biopsy case, very small samples were retrieved and not getting enough vacuum. There was no patient consequence reported and the case was completed using the unit.